Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "valve appeared faulty." The device has been explanted and replaced .

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "valve appeared faulty (per or report)". Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid; the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage. ¿ valve leak and/or damage: observed a cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: d.9., h.3., h.6.